Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (wires are exposed) has been confirmed. As received, the trunk cable connector was broken with exposed wires. The root cause of the broken trunk cable connector cannot be positively identified but was likely a result of physical damage. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.

Event description:
The daughter of a (B)(6) male patient contacted zoll customer support to report that wires are exposed on the patient's belt. The patient was issued a replacement electrode belt.